Manufacturer narrative:
A return material authorization (RMA) was issued to request the sensor to be returned for further evaluation. However, the sensor was never received. Thus, no further investigation or root cause analysis was possible for this complaint. B4.date of this report 27 jan 2026. G3.date received by the manufacturer? 27 jan 2026. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event and eversense e3 cgm system did not alert the user as it was not in use due to early sensor retirement. The event happened on (B)(6) 2025 between 6:30 and 7 pm. The patient reported that blood glucose(bg) value was 20 mg/dl. The patient self resolved the event by drinking a sugary drink. No medical assistance was needed.